Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu battery, mda memory and bios were evaluated and the cpu battery was replaced. The repair was not concluded and the system remained unusable. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.